Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that data was collected regarding magnet usage with different implanted boston scientific devices. During one instance out of 46, a device was explanted due to infection. No further information was available. No additional adverse patient effects were reported.